Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope channel was blocked while trying to insert the needle during a diagnostic endobronchial ultrasound (ebus) procedure. The user tried to clean it with a brush, and a piece of rubber came out of it. There were no reports of patient harm.